Manufacturer narrative:
Based on the limited information provided, at this time no definitive conclusions can be made. Without a lot number a review of the manufacturing records is not possible. As reported the mesh remains implanted and no surgical intervention has taken place. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: the patient alleges that in 2007 he was implanted with a "marlex mesh" for the repair of a left inguinal hernia. He reports that in (B)(6) 2015 he began to experience pain in his left side, fevers, and bloody stool. He tested positive for c-diff and following treatment has not had any bloody stools. The patient continues to experience sharp pain and stiffness in his left side and his movement is limited in this area. He stated the pains are sharp enough that it sometimes causes him to defecate on himself. He reports having undergone multiple CT scans and an ultrasound for which there were no significant findings. An MRI indicates arthritis in his left hip, and a colonoscopy showed one benign polyp. He reports that his md indicated that he believes his pain is related to scar tissue and nerve damage. He recommended that the patient follow up with a pain management clinic to help treat his pain symptoms and prescribed steroid injections in his groin. The patient stated he currently takes ibuprofen for his pain.